Event description:
Insulin pump user since 2003. Purchased new style pump 3-4 months prior to incident. After working scheduled shift drove home, around 5:30 pm and was found unconscious around 9:00 pm in his bedroom. Could not be revived by paramedics. Determined to be a severe hypoglycemic insulin reaction. User reported having difficulties with pump outputs. No similar pump issues with older style pump. Dates of use: 2005 -- 2007. Diagnosis or reason for use: insulin dependent - childhood diabetes.